Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, discomfort, inflammation, lack of mobility, loosening, instability of implant, and large amounts of toxic cobalt and chromium metal ions and particles into blood, tissue and bone after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain associated with metal on metal and cup loosening

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(6) 2014.